Event description:
It was reported that the doctor was performing a prostatectomy procedure. He wanted to use the applier but clips went wrongly as legs were crossed. Wrongly crossed clips were removed and new applier was used instead. Procedure was completed with same like product. The procedure was prolonged by five minutes.

Manufacturer narrative:
(B)(4) additional information: which firing of the device did this event occur on? The first one. What vessel or structure was the device fired on at the time of the event? It was planned to fire soft tissue, but as the problem occurred at first firing, they did not manage to do anything. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. The analysis results of the device found that it was received in good visual condition. Upon evaluation of the device, it loaded, retained, and formed the clips properly. The clips were evaluated using a tool that is designed to determine proper formation. The instrument was fully functional and conforming to design specifications. No conclusion could be reached as to what may have caused the reported incident. The device has not the batch stamped or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.